Manufacturer narrative:
H.6. Investigation: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. H3 other text : see h.10

Event description:
It was reported that prior to use the product was discovered to be damaged, the safety mechanisim failed with a bd ultrasafe x100l png clear nvs stein. The following information was provided by the initial reporter: (1 of 2) separated from the retraction mechanism.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the product was discovered to be damaged, the safety mechanism failed with a bd ultrasafe x100l png clear nvs stein. The following information was provided by the initial reporter: (1 of 2) separated from the retraction mechanism.